Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a monitor voltage of 2.69 volts with a 19.2 second charge time. Elective replacement indicator (eri) was triggered by a long charge time. No adverse patient effects were reported.

Event description:
Additional information receved from the local sales representative states that a future replacement procedure has been scheduled for this ICD. No adverse patient effects were reported.

Event description:
Subsequently, additional information was received stating that this ICD has been successfully removed with a reason of normal battery depletion. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the ICD remains in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.